Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated device was being seen in clinic for a routine device check. During the check, noise was noted on the lead and impedances were noted to be higher with pocket manipulation. The patient was reported to have had a vasovagal event for which the patient was sent to the emergency room. A decision was made to reprogram the device to aai and program tachy mode to off. There were no additional adverse patient effects. The system remains in service.